Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, weak battery alarm, failed battery alert alerts and battery out limit. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test , off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, weak battery alarm, failed battery test, low battery alert and unexpected battery out limit alarm noted. Device received with corroded battery tube noted.